Manufacturer narrative:
Qn#: (B)(4). The device history review for the et tube, sher-I-bronch, rs, 35 fr lot# 73j1900415 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found a cuff leakage when using the device on the patient. It was changed to a new one. There was no reported impact on the patient.

Manufacturer narrative:
Qn (B)(4). The customer returned one unit 5-16135 et tube, sher-I-bronch, rs, 35 fr for investigation. The et tube was returned with both double swivel connectors. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe was filled with air. First, the syringe was connected to the tracheal (white) pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuffs and pilot balloon were able to properly inflate. Next, the bronchial (blue) inflation line was tested. Upon injection of the air, the blue balloon cuffs were unable to inflate. The syringe was reconnected to the tracheal inflation line and the cuffs were able to properly deflate as well. The et tube was submerged underwater to detect for leaks and it was found that both bronchial balloon cuffs had a hole in the middle of the cuff which prevented it from inflating. No other defects or anomalies were observed. Per DHR the et tube, sher-I-bronch, rs, 35 fr lot # 73j1900415 was manufactured on 09/25/2019 a total of (B)(4) pieces. Lot was released on 09/27/2019. DHR investigation did not show issues related to complaint. The IFU for this product, l02357, was reviewed as a part of this complaint investigation. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." A corrective action is not required at this time as it appears that unintentional user error caused or contributed to this event. All et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain inflated for four hours prior to being deflated. The reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in both bronchial (blue) balloon cuffs which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the doctor found cuff leakage when using the device on the patient. It was changed new one. There was no reported impact on the patient.